Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did not know they had a lead migration or what that even meant. Agent reviewed that patient reported they had an internal component slip. Patient clarified they did not know the cause of that, and there were no falls or trauma. The second question asked if this issue had been resolved. Patient stated yes, the healthcare provider went in after the initial internal component slipped in 2 years ago, and had a procedure in september, and then again in march. Patient stated 2 days later they had an x-ray that determined it slipped yet again, so they had another procedure in after they had shoulder surgery to have the revision placed behind their back bone in order to help in preventing further slipping. Patient stated they have had no issues since then, but did state they need to have reprogramming due to sciatic nerve pain. The third question asked about the status of device not in use. Patient stated they were not sure. Patient stated they were unsure what physician did with implanted components not in use.

Event description:
It was reported that an implantable neurostimulator device was slipping out of position. The patient had a new unit implanted months ago due to the device slipping. The device slipped towards the end of the year, prompting a repositioning procedure in (B)(6) 2025. Multiple surgeries were conducted to address the issue, and the device was eventually placed behind the backbone in an attempt to secure it more effectively. It was determined that the patient was referring to their leads.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.